Manufacturer narrative:
The problem was resolved by the reporter through troubleshooting with the assistance of olympus technical support via the phone. Upon replacing an adapter, the reported problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was obtained when using the high definition connection but an image was present on composite. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the image was not displayed due to a failure of the adaptor or a mistake in connection because the problem was solved by replacing the adaptor. Olympus will continue to monitor field performance for this device.